Manufacturer narrative:
Device evaluated by manufacturer: the unit components were visually examined for any damage, defect and foreign matter and no issues were noted. The device locking mechanism test was completed. It was noted that the gauge needle was sticking when the handle of the plunger device was rotated to increase pressure to the encore device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, gauge reading issues occurred. An advantage balloon catheter inflation device was used to inflate a non-bsc balloon catheter. During pre dilatation, the inflation pressure was increased greater than 6atm; however, the needle of the inflation device gauge remained at 6atm. While increasing pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.